Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, a shaft break occurred. The very calcified target lesion was located in the left anterior descending artery (lad). A 30 mm x 2.50 mm emerge balloon catheter was successfully inflated and performed as intended during the procedure. However, the physicians believes the shaft may have kinked earlier during the procedure. During withdrawal the shaft of the emerge balloon catheter broke into two pieces. Both pieces were removed. The procedure was completed with a different size emerge balloon catheter. No further patient complications were reported and the patient's status is listed as fine.